Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. No frozen screen noted. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and broken belt clip slot.

Event description:
Customer called to report the insulin pump had a scrolling anomaly that occured during the bolus process. Blood glucose reading was 377 mg/dl. Customer has treated with fast acting insulin. Advised that the insulin pump will be replaced. Nothing further reported.